Event description:
Olympus medical systems corp (osmc) was informed that during an abdominoperineal resection (miles operation), the subject device was used. After two hours of use, the probe of the device broke off outside of the patient. The procedure was completed with another thunderbeat. There are no patient injury was reported.

Manufacturer narrative:
The subject device and the fragment of the probe were returned to omsc for evaluation. The evaluation confirmed that the probe broke at 15.5mm from the distal end. There were scratches, around the broken point. The shape of the fracture surface showed that the cracks developed from the scratches as the starting point. And there was a coarse part on the fracture surface which showed that it fractured by physical stress. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the probe of the device was broken by physical stress on the cracks. The cracks were developed from the scratches on the probe by output during the procedure. The scratches were made since the user activated output with contacting the probe with some hard objects. Based upon the finding the evaluation, this report appears to be related to user handling.